Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 130 mg/dl. Customer will continue to use current pump for insulin therapy. Customer declined to provide any more information.